Event description:
Boston scientific received information stating: noise was exhibited on the ECG. The patient's device was reprogrammed at this time. Dr. (B)(6). Implant date: (B)(6) 2008. Event date: (B)(6) 2012. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).